Event description:
It was reported that an s3 - system alert alarm sounded only a few minutes after start-up; there was no flow. The flow sensors were changed several times, but flow was not mediated. The entire centrimag system (console, motor and flow probe) were exchanged which resolved the issue. The patient remained stable throughout the entire process. Related motor MFR #: 3003306248-2022-00056.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm occurring with a blank flow value was confirmed via the log file extracted from the returned centrimag console (serial number (B)(6)). No atypical events were observed within the timeframe of the reported event (apr2022), and the system was not observed to have been in patient use during this timeframe. However, an s3 alarm correlating to a flow probe-related sub-fault was observed on (B)(6) 2022 at 14:23. Multiple f2: flow signal interrupted alarms were also observed on this date from 14:05 ¿ 15:10, and the flow reading was observed to be 0 lpm during this time despite the system operating at ~3300 rpm. The system was observed to have been manually shut down on (B)(6) 2022 at 15:27, and the system was not observed to have been in patient use throughout the remainder of the data. The returned centrimag console was functionally tested and was found to perform as intended; atypical events were unable to be reproduced throughout all testing. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The cause of the atypical flow alarms was determined to have been related to the returned flow probe under this event. The root cause of the reported s3 alarm was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and f2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.